Event description:
Pt was admitted to emergency room with low blood sugar (23 which resulted in a seizure. Performed troubleshooting on the pump and history of daily total is correct with the amount of insulin for pt in twenty-four hour period. Basal rates were also correct. Pt uses a quick-set infusion set and there could possibly have been an absorption issue. Pt is extremely thin. Pt agrees that low blood sugar was more than likely an absorption problem as described above. Pt required hospital intervention due to low blood sugar level. At the time of call, pt's blood sugar was 280 as a result of dextrose given in emergency room.